Event description:
This pt had a left total knee replacement in 1986. She did well until 1990 when she fell and required a revision of this total joint. She presents now with severe medical instability with a valgus deformity on the left. She also has severe pain. She is admitted to this facility for a revision of the left total knee. Intraoperatively all components were removed and replaced.